Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter with a stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed the stylet was slightly bent at the distal end of the flushing hub. No blood residue was observed on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration; however, a leak was observed approximately 2.9 cm proximal to the distal end of the catheter. A microscopic observation revealed a series of two small splits and one larger split in the catheter at the location of the leak. The edges of the splits were observed to be slightly rounded inward. More extensive damage was observed on the inner wall of the catheter as well as additional indentations near the splits, which was likely caused by the stylet. Stylet damage can occur if the stylet is not wetted prior to manipulation within the catheter, by excessive force during manipulation of the stylet, and/or by pinching or clamping of the catheter with the stylet still inserted. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter.¿ a lot history review (lhr) of rebs0019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the nurse was flushing the catheter prior to insertion, she found a leak at the 1cm mark near the tip of the catheter. The device was unusable, there was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the nurse was flushing the catheter prior to insertion, she found a leak at the 1cm mark near the tip of the catheter. The device was unusable, there was no patient involvement.